Event description:
It was reported that the proximal filter was not fully resheathed prior to removal. A sentinel cerebral protection system was used during a transcatheter aortic valve replacement (tavr) procedure. During removal of the sentinel cerebral protection system, the device was caught in the introducer sheath and caused difficulty during removal. The physician removed both the sentinel cerebral protection system and the introducer sheath together as one unit. Upon removing the sentinel cerebral protection system, visual inspection found the proximal filter basket was sticking out of the articulation sheath, suggesting it had not been fully resheathed prior to removal. No patent harm was reported.